Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as unidentified (tear) opening. Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, b6, h6. Visual analysis: device photograph(s) for the device related to the reported event of rupture and capsular contracture requested on january 29, 2025. Is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: to observe as it is a medical event that is not related to the device no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.